Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was frozen and not able to login. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user could not log into the device. A field service engineer found that there was no network cable connected and the network cable and tried to log in, but the keyboard was not responding and then restarted the station tried logging in again, but the keyboard still was not functioning. Removed the monitor, disconnected and reseated all connections on the docking board, reassembled the keyboard, and tried the keyboard again with no success and fse moved the other station to the other or and connected the network cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.